Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43mg/dl after delivering a correction bolus for an elevated bg level; no value was provided for the elevated bg level. The customer consumed carbohydrates and their bg level returned to target range. Recommendation was made to consult with their health care provider to discuss diabetes management.